Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was undergoing a trial for spinal cord stimulation. It was reported that there was an infection at the lead site. The symptoms reported was drainage at the lead site and a fever which started on (B)(6) 2018. The patient was hospitalized and given intravenous antibiotics for the infection on (B)(6) 2018. The patient still wants to have the implant done after the infection is controlled. There were no further complications reported or anticipated. The patient¿s medical history includes failed back surgeries. The patient was taking 20 milligrams of oxycontin three times per day, 10 milligrams of percocet six times per day, and an unknown dosage of lyrica.